Manufacturer narrative:
Corrected g4 for previous submitted report: 2017-12-15 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: g4: initial MDR notify date: 2017-10-12 the controller (con305568) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. The reported ¿no power¿ alarm failure could not be confirmed. Visual inspection under 10x magnification revealed a hairline crack surrounding power port 1. An internal visual inspection did not reveal fluid ingress. The hairline crack finding is not related to the reported event. Based on an investigation conducted under pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed a controller power up on 09/24/2017 at 09:24:17 followed by motor start at 09:24:21. The data point recorded before the loss of power revealed that bat323058 was connected to power port one (1) with 50% relative state of charge (rsoc) and an ac adapter was connected to power port two (2). The controller lost power at 09:23:59. After the loss of power, bat323058 was still connected to power port one and an ac adapter was connected to power port two. The controller was without power for 18 seconds. As a result, the reported double disconnection was confirmed. Based on the event details and log file analysis, the most likely root cause of the loss of power can be attributed to an accidental disconnection of both power sources. The reported lack of the "no power" alarm could not be confirmed during testing; the controller triggered the "no power" alarm when both power sources were disconnected. An investigation under pr00375800 was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: he controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. The reported ¿no power¿ alarm failure could not be confirmed. Log file analysis revealed a controller power up on (B)(6) 2017 at 09:24:17 followed by motor start at 09:24:21. The data point recorded before the loss of power revealed that (B)(4) was connected to power port one (1) with 50% relative state of charge (rsoc) and an ac adapter was connected to power port two (2). The controller lost power at 09:23:59. After the loss of power, (B)(4) was still connected to power port one and an ac adapter was connected to power port two. The controller was without power for 18 seconds. As a result, the reported double disconnection was confirmed. Based on the event details and log file analysis, the most likely root cause of the loss of power can be attributed to an accidental disconnection of both power sources. The reported lack of the "no power" alarm could not be confirmed during testing; the controller triggered the "no power" alarm when both power sources were disconnected. An investigation was initiated to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient had an accidental double power disconnect while changing power sources and they did not hear the continuous high priority alarm. This caused the patient anxiety. Preliminary log file analysis confirmed a controller power up and associated motor start. A controller exchange was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the returned controller passed external and internal visual inspection and functional testing, passing all tests. Examination of controller log files shows the reported controller power up and associated motor start events indicating both power sources were disconnected. Customer complaint was confirmed via log file analysis. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.